Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
It was reported in a newspaper article that a patient was injected by a fake physician with products purchased with a false registration number (unspecified dermal fillers). Sometime later, the patient experienced ¿inflammation and facial edema, and was diagnosed with cellulitis and required antibiotic treatment.¿ symptoms status is unknown.